Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed and no anomalies were found. It was noted that the defibrillation coil was distorted, there was blood in/on the helix/lobe mechanism (sleeve head), there was blood in/on the helix/lobe mechanism and the lead appeared damaged at implant. The 6947 lead is part of the advisory for this model.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Event description:
It was reported that the patient's lead integrity alert triggered. Upon checking, the patient had one impedence above 1000 ohms and some oversensing. The lead remains implanted. There were no patient complications reported as a result of this event. It was further reported that the lead was removed and replaced. During the replacement, a ventricular lead was attempted but not used. A new lead was implanted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the patient's lead integrity alert triggered. Upon checking, the patient had one impedence above 1000 ohms and some oversensing. The lead remains implanted. There were no patient complications reported as a result of this event.

Event description:
It was reported that the patient's lead integrity alert triggered. Upon checking, the patient had one impedence above 1000 ohms and some oversensing. The lead remains implanted. There were no patient complications reported as a result of this event. It was further reported that the lead was removed and replaced. During the replacement, a ventricular lead was attempted but not used. A new lead was implanted.